Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. During the procedure, the valve was not properly sealed after the catheter was introduced and air was observed in the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.